Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Only the delivery wire was returned. The delivery wire was kinked likely to handling as this was not reported. The distal end of the delivery wire was inspected and the coil had detached from the delivery wire. There was a bend in the wire at the detachment zone which may indicate that the coil broke as a result of handling. A functional test cannot be performed as the coil was not attached to the delivery wire. Information available indicated that the device was confirmed to be in good condition prior to use. Although the bent observed on the detachment zone of the delivery wire may be associated to handling of the device; the exact cause that contributed to the break cannot be determined. Therefore, following review of all available information, the exact cause for the observed break cannot be determined.

Event description:
Analysis of the returned device revealed that the coil broke off the delivery wire. There were no reported clinical consequences to the patient.